Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching multiple luer connectors to the cartridge, with three connectors failing to attach and the fourth attaching successfully, and also experienced two dislodgements of 23"-6 mm infusion sets, while blood glucose was 161 mg/dl at the time of the report. Symptoms included no reported clinical effects. Outcomes included replacement of connectors and infusion sets and completion of troubleshooting and education. Investigation included review of product identification information and reported lot numbers, assessment of use of multiple connectors and infusion set adhesion, and documentation of an infusion issue. Investigation of this case revealed a failure to connect luer fittings and infusion set detachment consistent with product performance or use-related factors; the device components involved were the luer connector and the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.